Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the keypad buttons were intermittently unresponsive. The reporter stated the ok, up and down arrow keypad buttons had to be pressed several times before they responded. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.